Event description:
It was reported that the pulse generator exhibited high current drain. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found an integrated circuit anomaly, which could have contributed to the reported high current drain.